Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User guide states: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer on loading room temperature insulin in the cartridge. Customer's blood glucose level was 403 mg/dl. Reportedly, the customer primed the infusion set tubing to address the issue.